Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. After the pocket was closed, it was noted through x-ray examination that the right ventricular (rv) lead helix had retracted back. The pocket was reopened to explant the rv lead and a new lead was implanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one-piece. Visual examination found the helix retracted, clogged with blood/tissue and x-ray examination found the inner coil inside the connector region was over torqued/broken consistent with procedural damage. After cleaning, the helix could be retracted and extended when torque applied to the inner coil, the full helix extension length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the blood/tissue clogging the helix and the over torqued inner coil.